Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. The site reported that the driveline outer sheath had 3-4 tears. The site performed a driveline sheath repair to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient had three to four tears on the driveline sheath and was in need of repair. It was stated that the site performed the driveline sheath repair with rescue tape. It was stated that there were no effects on the patient. No additional information available.